Manufacturer narrative:
The tandem cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 599 mg/dl. Bg was addressed via a manual injection, bolus, and infusion site change. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the cartridge was in use for more than 2 days with humalog insulin, leading the contact to believe this was the cause of the high bg. Tandem technical support educated contact regarding cartridge/insulin labeling. Contact ended call prior to technical support recommending a follow up with the hcp.